Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had stuck button alarm. The customer¿s blood glucose level was 180 mg/dl. Customer called in stated that his machine went to stuck button and auto mode turned off. Customer was not doing anything at the time and insulin pump was on his leg. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly.